Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. No additional information for this report is available.

Event description:
According to the reporter, the 15 mm trocar that was in the abdomen was noted by the scrub tech to be non-intact, it appeared that a piece of it at the tip was broken off. The surgeons looked for the piece that has broken off and found it. The trocar was taken out and matched with the small piece that was found. When put together, the trocar and the small piece of plastic completed the whole tip of the trocar.